Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 213mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.